Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 40 mg/dl. Customer put in a sensor yesterday morning and put another one in last night. Customer stated that, he is in auto mode. Customer stated that he kept receiving calibration required and blood glucose required. Customer stated that he also received a lost connection with the sensor. Customer stated that, it never worked and he had the issue before but he did not call us about it. Customer does not know what his blood glucose was. Customer stated that, yesterday his pump was reading of sensor glucose was 48 mg/dl and his actual blood glucose was around 80-100 mg/dl. Customer stated that, today his sensor glucose was going down but he does not know what his actual blood glucose was since he did not check. Customer stated that, his blood glucose right now 189 mg/dl and the sensor glucose value was 189 mg/dl. Customer stated that, his blood glucose was 158 mg/dl, 225 mg/dl, 214 mg/dl and 95 mg/dl. Blood glucose value from reported event was 117 mg/dl. Sensor glucose value from reported event was unknown. Current sensor glucose value was 189 mg/dl. Current blood glucose value was 189 mg/dl. Difference is within range for calibration. Customer advised to return his sensor back to us and explained return instructions. Customer did not have the first sensor details. Unable to troubleshoot for blood glucose and calibration required per past event. The insulin pump will not be returned for analysis.